Event description:
The health care provider later reported that the patient had been in the hospital a total of 3 times and on each occasion was admitted for sedation/obtundation and suspected drug overdose. It was noted that the patient's pump was filled at implant in (B)(6) and a dose adjustment was done (B)(6) 2012, with no change in the patient's symptoms. The patient was seen (B)(6) 2012 and it was noted per the hcp the patient had a very tough time since the new 40 ml pump implanted. The patient had complained of "weakness in his back", but no pain. Per the hcp the patient had been quite lethargic at times and seemed quite lethargic at the time of the visit. The patient's family was adamant that patient had not had any oral pain medication since the time of his surgery. The family wondered about drowsiness and stated patient has these "events" almost every friday. The pump dose was initially decreased by 25%; the second time the dose was reduced by another 25%; delivering almost 50% less than before. The drug was removed from the pump and the expected residual volume (erv) was 24.1 ml and actual residual volume (arv) was 21 ml. The patient was seen the following day by the hcp and the patient had no adverse events over the last several hours and indicated he was doing the same; no back pain even though on minimal infusion. The device system was free of drug and family planned to observe patient closely. Per the hcp the cause of the event was unknown and there were no problems found with the pump. It was noted that the patient recovered without sequela.

Event description:
The health care provider reported that an overdose occurred. The patient was over-sedated and went to the emergency room on (B)(6) 2012. They believed, the event was due to the pump. It was later reported, the patient experienced a change in therapy effect. Following a pump replacement, the patient was showing signs of getting too much drug and had made multiple visits to an emergency room. There were no pump alarms and the event logs were normal. The pump was programmed to a minimum rate mode on (B)(6) 2012 and the condition persisted. The pump was emptied of medication on (B)(6) 2012 and filled with saline. They planned to aspirate the remaining drug from the catheter access port on (B)(6) 2012 to ensure the patient does not get any more drugs from the pump. It was further noted that the patient had experienced episodes of cardiac issues and respiratory depression. The healthcare provider was ruling out the pump as the cause. Roller study results were determined as being "fine". The patient was noted to be on new cardiac medication. The pump was used to deliver dilaudid, bupivacaine and baclofen and now contained saline. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8578 sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. Catheter: model # 8709, lot # l74355, implanted on: (B)(6) 2000, explanted on: unknown. (B)(4).

Event description:
Following implant, the patient was over-medicated; was sitting on the bed at home; slid off the bed to the floor; and the patient¿s wife couldn¿t get him up. The patient was taken to the hospital by ambulance and intubated because he wasn¿t breathing on his own. The patient was in the ICU (intensive care unit) for a while; his dose was decreased; they sent him upstairs; he got better; they sent him home; and it happened again. The second time he did not need to be intubated, but he was passing out/drifting, so they decreased the dose again and eventually ended up filling the pump with saline. After they filled the pump with saline, the patient had been fine ever since. The patient no longer needed intrathecal pain medication or oral pain medication; as of (B)(6) 2013, the pump was still filled with saline. The patient had some numbing and a little pain every once in a while for which he took a muscle relaxer.

Manufacturer narrative:
(B)(4).